Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited noise. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information noted the lead was explanted on (B)(6) 2018 for abnormal defibrillation impedance.